Event description:
A granuloma was reported and confirmed via CT myelogram that showed a mass. The pt was noted as "still being weak in their legs". It was determined at surgery that a "huge" granuloma at the tip of the catheter was present, along with add'l inflammatory tissue "basically all the way up and down the spine". The focus of the granuloma was noted to be "definitely" at the tip of the catheter; and there was soft tissue mixed with a powdery substance. The spinal cord was noted as being extremely compressed. The catheter was cut, and the mass was removed off the spinal cord. The catheter was left in place w/o changing the programming of the pump. Drugs infused via the pump included compounded baclofen, fentanyl, marcaine, clonidine, and prialt.

Manufacturer narrative:
(B)(4).